Event description:
Pt's left tibia was repaired (non-union fracture). Allomatrix bone graft material (wright medical autologous platelet rich plasma prepared with the symphony system was used in the procedure with a ream nail. The incision became infected one week post-operatively. The pt was treated in the o.r. The incision was drained and antibiotics administered. Dr. Did not believe that the infection was related to the symphony (device) or the use of prp. The process disposables that were used to produce the prp were discarded and the lot number is unknown.